Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as: 2134265-2010-02589. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced ck-mb(creatine kinase mb) elevation. Lesion 1 was 80% stenosed moderately calcified, 2.5mm in diameter, 10mm long portion of the ramus. The lesion was treated with direct stent placement of a 2.50x20mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Lesion 2 was 70% stenosed severely calcified, 3.5mm in diameter, 30mm long portion of the 1st obtuse marginal (om). The lesion was treated with direct stent placement of a 3.5x38mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Prior to discharge, the patient was reported as having a post procedure ck-mb elevation. Cardiac enzymes were drawn. The subject was discharged on aspirin and prasugrel. The event was considered resolved without residual effects.